Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have a broken cable connector. The light guide adapter was found completely broken off from the connector. The adapter was returned but both retaining springs, release lever and the return spring of the release lever were not returned. The testing was performed and passed during the focus test; all images and targets had no issue. A log review confirmed but did not replicate the errors 48221 and promoting camera communication error 48225 camera power failure 48229 -camera power warning 45310 loss of image in both eyes, and 48215 camera error sensor start failure 48406 watchdog illuminator timeout. Additional findings not related to the customer reported complaint: the camera cable was found to have cosmetic damage. The laser markings on the housing were found partially removed on both sides. The camera cable was found to have delamination on the distal bend protection. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to update instrument information to reflect reported complaint.

Event description:
It was reported that after a da vinci-assisted surgical procedure the white connector was pulled out regarding the handheld camera. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the customer was unsure why the procedure was converted to open surgery. The issue was discovered at the end of the day. The procedure was completed with no indication of patient injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.